Manufacturer narrative:
Manufacturer ref# (B)(4). Article: multibranched endovascular repair using a modified endograft with hydrogel-reinforced fenestrations. Azuma et al., 2022. Blank fields on this form indicate the information is unknown or unavailable. Catalog# is unknown but referred to as a cook zentih alpha stent graft. Similar to device under PMA: p140016. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to article azuma et al., 2022: the 40 patients underwent tevar for the indications listed in the article, this was primarily taaa. A physician-modified endograft (pmeg) based on zta was used in all patients. The four-fenestrated pmeg was made by burning fenestrations in the graft material and reinforcing these fenestrations with an azur peripheral hydrocoil. At the procedure, both femoral arteries were surgically exposed, the pmeg was implanted, the fenestrations were cannulated using an antegrade or retrograde approach, and bridging stents were implanted. All smas and renal arteries were revascularized, but the celiac artery was only revascularized in 29 patients because the ca was naturally occluded in 2 patients and had been occluded previously in 9 patients. Patient outcome: there was one case of late paraplegia at 6 months post procedure. The paraplegia developed with a sudden onset during muscle training and was suspected to be caused by an episode of orthostatic hypotension.

Manufacturer narrative:
Manufacturer ref (B)(4). Correction was made in b5 under patient outcome. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Correction to patient outcome. Patient outcome: one patient experienced perioperative transient paraplegia. The symptoms of paralgesia improved promptly after cerebrospinal fluid drainage.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). Article: multibranched endovascular repair using a modified endograft with hydrogel-reinforced fenestrations. Azuma et al., 2022 summary of investigational findings: during a literature review cook became aware of the article ¿multibranched endovascular repair using a modified endograft with hydrogel-reinforced fenestrations¿. This article is a study over 40 patients receiving a physician-modified endograft (pmeg) with hydrogel-reinforced fenestrations. The pmeg was in most cases made by modifying a zta-d (80% of cases) and in some cases a zta-de (20% of cases) was used. The graft was deployed on the back table and modified using a low-temperature cautery to burn fenestrations. The fenestrations were then reinforced with a coil from another manufacturer before the device was resheathed into the original sheath. The device was then implanted via a femoral artery. Bridging stents were in most cases implanted via the brachial artery. The device was deployed in the abdominal aorta using a stepwise implantation technique. Bridging stents were cannulated through a fenestration during the deployment process. It was reported that one patient experienced transient spinal cord ischaemia on the operative day. Fortunately, the symptoms of paralgesia improved promptly after cerebrospinal fluid drainage. Per the instructions for use sent with this type of device the zta is intended for the endovascular treatment of patients with aneurysms or ulcers of the descending thoracic aorta. The patient in this complaint received a pmeg placed in the abdominal aorta. The effects of the design modifications relative to the device¿s characteristics are unknown and the subsequent potential impact on the performance or effectiveness of the stentgraft can not be established. Requests have been sent to obtain more detailed information about the events in the article, however no more information has been made available. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.